Event description:
The ge oec 9600 fluoroscopy system displayed iris pot too large error.

Manufacturer narrative:
A ge oec service representative investigated the issue and the collimator calibration was set for the incorrect configuration. The collimator calibrations were reset. Additionally, the cmos battery was replaced as was the sram. Additionally, the steering coupler was defective and also replaced on the same service call. Dc voltages were adjusted to specification. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.